Event description:
On 18 april 2024, it was reported by field staff via email that there had been an incident with an ar-8692ds 4 implant system, CPR viper. On (B)(6) 2024 in southern cross christchurch hospital, the surgeon used the CPR viper for a first pass of suture in a 2nd ray plantar plate repair. When the needle had passed through the end of the CPR viper it got caught and would not retract. The case was completed successfully through the use of another CPR viper. There was case/patient involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the images provided from the field, arthrex concluded a most likely cause. The reported failure can be attributed to user-applied excessive force during the tightening process.